Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of the device returned for analysis a conclusive cause for the reported difficulty could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the prostar xl device was attempted after a transcatheter aortic valve implantation interventional procedure. The sutures were cut from the needles. The device was removed from the anatomy. The device was not difficult to remove. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 6f sheath after an interventional procedure. Reportedly, after placement, the needles could not be removed from the prostar xl. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.